Manufacturer narrative:
E.1. Initial reporter facility: (B)(6). A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-mar-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was found that drawer opened normally. A field service engineer (fse) confirmed there were no issues with the device. Additionally, the fse opened main drawer five and discovered about 30¿40 loose medication packages between the pockets. The fse removed all loose medications from the row boards and sides, then tested access to various pockets before closing the drawer. The drawer opened and closed each time without any problems. The fse logged into administrative mode and successfully ran the required diagnostic test. The system functioned as intended after the field service engineer investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, each time a medication was pulled the drawer failed. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.